Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose have been high. Customer does not know why the blood glucose readings are in the 500 mg/dl range. During troubleshooting, customer confirmed that the drive support cap is slightly indented. The current blood glucose reading is 73 mg/dl. The drive support cap is flush to the insulin pump case. Advised the customer that the insulin pump will be replaced. Nothing further reported.